Event description:
Information was received from a patient and from a friend/family member of a patient with an implantable neurostimulator (ins) for spinal pain. The patient reported that on (B)(6) 2017 they tried to charge and had trouble. The patient had poor coupling with recharging and it was taking too long to charge. The patient noted that their ins battery was showing almost empty. They charged the ins for 6 hours on sunday, but the implant battery level did not improve. They were never able to get any coupling boxes shaded. The patient noted that one time they were able to get all of the boxes shaded when they had the desktop charger plugged into the recharger. It was reviewed with the patient that having the desktop charger plugged in would not affect coupling. During the report the antenna was repositioned over the ins and the antenna locate feature was reviewed. An antenna locate was attempted followed by a recharging session which resolved the issue. There were no patient symptoms reported and no complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that a manufacturing representative resolved their poor coupling issue successfully. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient on 2017-may-12. The patient stated that the cause of the poor coupling was that they needed information because they did not know what they were supposed to do. There were no patient symptoms reported and no complications reported.